Event description:
When removing the device from the scope the distal balloon segment pulled completely away from the device. The balloon lodged into the distal port of the scope and was able to be retrieved once the scope was withdrawn from the patient.